Event description:
It was reported that this right atrial (ra) lead became fractured. This resulted in impedance values greater than 3000 ohms, noise, oversensing, and under-sensing. The patient's pacemaker device was reprogrammed by physician. No adverse patient effects were reported. Evidence suggests that this lead remains in service.